Manufacturer narrative:
H6; code 100: device received empty. Visual inspections & results: head rotates abc)yes, nose shroud cracked/broken abc)no, staples in nose a)no b)2 c)3, staples in the track ac)no b)yes, trigger engaged with precock abc)yes. Functional tests & results: cylced instrument ac)no b)yes. Analysis conclusion: a) no conclusion could be reached as to why the reported incident, during surgery. The inst. Was received empty and no functional testing could be performed. B)it was concluded the reported incident during surgery may have been due to a dry fire where staple was not securely attached to tissue, causing staple to retract, and jam in nose. Inst. Was received with 2 formed staples in cartridge nose, along with excessive dried body fluids and tissue. The staples were removed from nose and inst. Fired, and properly formed the remaining 3 staples without incident. C)it was concluded reported incident during surgery may have been due to an inverted staple in cartridge. Inst. Was received with 2 twisted staples in nose, followed by an inverted staple, and was empty thereafter. No functional testing could be performed due to inst. Being emtpy. It was concluded inverted staple caused staples to twist and was due to an assembly error. A)each instrument is evaluated during assembly process to ensure staples feed, fire and form correctly. Co strives to understand each incident as it occurs in order to continuously improve the products. B)the instrument is not designed to be fired while not in tissue or a gauze simulation of tissue. Once staple is formed, there is no media to pull staple out of tip of instrument. C)assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences.

Event description:
During a laparoscopic hernia repair, the surgeon fired the ems and jammed. A second instrument was pulled and it also jammed. A third instrument was pulled to complete the case. No consequence to the pt.